Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Index surgery: (B)(6) 2014. Non-revision of left shoulder components due to suspected wound infection. This was treated with high dose antibiotics for two weeks. Surgeon states event is definitely not related to devices. This event report was received through clinical data collection activities.